Event description:
End user alleges that about 3 years ago on (B)(6) 2011 his left hip broke because the vertical bar that the footplate attaches to slipped down several inches and his knee was below the high point of the footrest. When he tried to transfer to his bed, his foot was caught and allegedly caused his hip to snap. He required surgery, a metal rod was inserted.